Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the right ventricular lead was repositioned twice. Since the lead exhibited unsatisfactory thresholds, the physician attempted to reposition the lead for the third time. During the repositioning attempt, the stylet could not be fully inserted into the lumen of the lead. The lead was not used and a new lead was implanted. There were no patient consequences.